Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 24 august 2021. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of two (2) products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00322 and 3008114965-2021-00361. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a coil embolization procedure with the target at the anterior communicating artery (acom), the physician prepped the device in accordance with the instructions for use (IFU). It was confirmed that the connecting cable was energized. The 1.00mm x 2.00cm galaxy g3 mini coil (glm910020/30513162) was used as a finishing coil, but the coil failed to detach. It was removed from the coil mass and the procedure was reported as completed without issues. It was reported that prior to the use of the 1.00mm x 2.00cm galaxy g3 mini coil, the 3mm x 4cm galaxy g3 xsft coil (glx120304 / l16036) failed to detach. It was replaced with another coil and the replacement coil was used without any issue. On 19 july 2021, additional information was received, the information indicated that the introducer sheath of the 3mm x 4cm galaxy g3 xsft coil was also damaged. There was no report of any patient adverse event or complication. Preliminary photo images of the complaint device were captured by the j&j japan affiliates and included in the complaint file on (B)(6) 2021. Preliminary photo images of the complaint device were captured by the j&j japan affiliates and included in the complaint file on (B)(6) 2021. The product analysis lab reviewed the photos. Based on the photos provided, it can be determined that the embolic coil component of the 1.00mm x 2.00cm galaxy g3 mini coil has several stretched area. The embolic coil was noted to be detached from the resistance heating (rh) coil. The distal outer sheath of the rh coil is observed to be softened; an indication that it had been heated and the detachment process was initiated. The device positioning unit of the device is kinked. No other additional damage was observed. On 23 august 2021, additional information was received. The information indicated that the 1.00mm x 2.00cm galaxy g3 mini coil did not become detach or broken during the retrieval attempt. The microcatheter used was the sl-10® microcatheter (stryker). It was not known if the same microcatheter were used for both coils. A pre-deployment electrical check was performed. All connections appeared to fit properly without application of excessive force. The reported event did not result in a clinically significant procedure delay. The procedure was completed when the complaint devices were removed from the coil mass. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 1.00mm x 2.00cm galaxy g3 mini coil was returned contained in a pouch. Visual inspection was performed. The embolic coil was in stretched condition. No other damages nor anomaly were observed during the visual inspection. Microscopic inspection was performed. Under magnification, the embolic coil was observed to be severely stretched. The observations from the visual and microscopic inspection are consistent with the preliminary photo images of the complaint device that were captured by the j&j japan affiliates. The photos showed that the 1.00mm x 2.00cm galaxy g3 mini coil has several stretched area. The embolic coil was noted to be detached from the resistance heating (rh) coil. The distal outer sheath of the rh coil is observed to be softened; an indication that it had been heated and the detachment process was initiated. Functional evaluation: the resistance of the device was measured with a multimeter. The initial resistance was near 0o, but the screen began to constantly flicker, demonstrating that there is intermittent electrical continuity along the device. The device was connected to a lab sample detachment control box dcb2000500 (dcb) with a lab sample enpower control cable and the power was turned on. The system ready light did not turn on. Due to the intermittence noted during the resistance measurement, the device was dissected to verify the exact location of the defect. The electrical continuity was measured from the dissection point to the pins. There was continuity, but from the dissection to the resistance heating (rh) coil, there was no continuity value displayed on the multimeter. Visual inspection was performed to verify if the pins and / or the electrical wires were defective; no damage nor anomaly was observed. The core wire was noted to be peeling at approximately 10cm from the proximal end. As a result, the functional test could not be performed as intended. A review of the manufacturing documentation associated with this lot (30513162) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint reported that during the embolization procedure, the 1.00mm x 2.00cm galaxy g3 mini coil was used as a finishing coil, but the coil failed to detach. The complaint device was returned. Visual inspection noted a stretched coil; microscopic magnification revealed that the coil was severely stretched. Electrical resistance was measured and it was found that electrical continuity was intermittent. The device underwent dissection and from the point of dissection to the rh coil, there was no electrical continuity. The functional evaluation could not be performed due to the observed intermittent electrical continuity. However, the reported issue that the complaint coil failed to detach was confirmed based on the finding that there was a lack of electrical continuity. The core wire was noted to be peeling at approximately 10cm from the proximal end which resulted in the functional test not being able to be performed as intended. Preliminary photos of the complaint device showed the embolic coil already detached from the rh coil. The outer sheath of the rh coil in the photo showed evidence of being softened; an indication that the detachment process had been initiated and the coil detached. It is possible that the issue observed as related to the absence of electrical continuity in the area by the rh coil may have been related to the detachment attempt made during the procedure to detach the coil when the issue was reported to be the coil failing to detach. Coil stretching is known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue as stretching from occurring. The coil stretched condition observed in the photo of the complaint device but was not originally reported in the complaint. Stretching can occur during procedure handling where force may have been inadvertently applied. The exact cause of the observed stretched condition could not be conclusively determined; however, it may have been the result of inadvertent force that may have been applied during the procedure that resulted in the coil in the observed stretched condition. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.00mm x 2.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in the observed severely stretched condition as noted during the visual inspection and confirmed during the microscopic inspection. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendation: verify that the microcoil delivery system is fully connected, and no faults are indicated on the dcb. If a fault exists, reseat all connections between the dpu, the dcb, and the connecting cable. If a fault still persists, replace the connecting cable. If this does not correct the error, replace the dcb. If the microcoil delivery system still continues to have a fault, retrieve the microcoil as described in the following section, re sheathing the microcoil system, and replace with a new microcoil system. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two (2) products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00322 and 3008114965-2021-00361. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Preliminary photo images of the complaint device were captured by the j&j japan affiliates and included in the complaint file on 29 july 2021. The photos were reviewed by the product analysis lab and is documented below. [Photo analysis]: based on the photos provided, it can be determined that the embolic coil component of the 1.00mm x 2.00cm galaxy g3 mini coil has several stretched area. The embolic coil was noted to be detached from the resistance heating (rh) coil. The distal outer sheath of the rh coil is observed to be softened; an indication that it had been heated and the detachment process was initiated. The device positioning unit of the device is kinked. No other additional damage was observed. The reported issue in the complaint that the 1.00mm x 2.00cm galaxy g3 mini coil failed to detach could not be confirmed based on the photos provided. The embolic coil was observed detached from the rh coil and the rh coil showed evidence of having been heated; an indication that the detachment process had been initiated. Further investigation will be performed once the device returns for analysis. A review of the manufacturing documentation associated with this lot (30513162) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This is one of two (2) products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00322 and 3008114965-2021-00361. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a coil embolization procedure with the target at the anterior communicating artery (acom), the physician prepped the device in accordance with the instructions for use (IFU). It was confirmed that the connecting cable was energized. The 1.00mm x 2.00cm galaxy g3 mini coil (glm910020 / 30513162) was used as a finishing coil, but the coil failed to detach. It was removed from the coil mass and the procedure was reported as completed without issues. It was reported that prior to the use of the 1.00mm x 2.00cm galaxy g3 mini coil, the 3mm x 4cm galaxy g3 xsft coil (glx120304 / l16036) failed to detach. It was replaced with another coil and the replacement coil was used without any issue. On 19 july 2021, additional information was received, the information indicated that the introducer sheath of the 3mm x 4cm galaxy g3 xsft coil was also damaged. There was no report of any patient adverse event or complication. Preliminary photo images of the complaint device were captured by the j&j japan affiliates and included in the complaint file on 29 july 2021.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 23 august 2021. [Additional information]: the healthcare professional reported that during a coil embolization procedure with the target at the anterior communicating artery (acom), the physician prepped the device in accordance with the instructions for use (IFU). It was confirmed that the connecting cable was energized. The 1.00mm x 2.00cm galaxy g3 mini coil (glm910020 / 30513162) was used as a finishing coil, but the coil failed to detach. It was removed from the coil mass and the procedure was reported as completed without issues. It was reported that prior to the use of the 1.00mm x 2.00cm galaxy g3 mini coil, the 3mm x 4cm galaxy g3 xsft coil (glx120304 / l16036) failed to detach. It was replaced with another coil and the replacement coil was used without any issue. On 19 july 2021, additional information was received, the information indicated that the introducer sheath of the 3mm x 4cm galaxy g3 xsft coil was also damaged. There was no report of any patient adverse event or complication. Preliminary photo images of the complaint device were captured by the j&j japan affiliates and included in the complaint file on (B)(6) 2021. Preliminary photo images of the complaint device were captured by the j&j japan affiliates and included in the complaint file on (B)(6) 2021. The photos were reviewed by the product analysis lab. Based on the photos provided, it can be determined that the embolic coil component of the 1.00mm x 2.00cm galaxy g3 mini coil has several stretched area. The embolic coil was noted to be detached from the resistance heating (rh) coil. The distal outer sheath of the rh coil is observed to be softened; an indication that it had been heated and the detachment process was initiated. The device positioning unit of the device is kinked. No other additional damage was observed. Further investigation will be performed once the device returns for analysis. On 23 august 2021, additional information was received. The information indicated that the 1.00mm x 2.00cm galaxy g3 mini coil did not become detach or broken during the retrieval attempt. The microcatheter used was the sl-10® microcatheter (stryker). It was not known if the same microcatheter were used for both coils. A pre-deployment electrical check was performed. All connections appeared to fit properly without application of excessive force. The reported event did not result in a clinically significant procedure detaly. The procedure was completed when the complaint devices were removed from the coil mass. E.1: initial reporter phone: (B)(6). This is one of two (2) products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00322 and 3008114965-2021-00361. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.